Event description:
Customer's parent called to report the audible tone is lower than usual. Parent stated that the pump could have been dropped, bumped, or exposed to moisture. Also, parent noticed the device had a small dent on the backside of the unit.